Event description:
Complainant alleged that during biomed testing, the device's pacer rate and output were out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Reporter alleged obtaining the results of 345 mg/dl and 170 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.